Event description:
It was observed during the device inspection that subject device had a charged coupled device (ccd) unit that had a grainy image and a plastic distal end cover that was burnt. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the provided information. The most probable cause of the failure (charged coupled device (ccd) unit had a grainy image) was cause traced to component failure without any design or manufacturing issue. The most probable cause of the failure (plastic distal end cover burnt) was cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.